Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as a possible infectous central corneal ulcer." As there was no product returned or lot number provided, no detailed investigation can be performed.

Event description:
An eye care professional reported that a new patient presented with a corneal ulcer, left eye, associated with wear of night and day contact lens and use of renu multipurpose solution. Ulcer located central cornea, 5-6 very small infiltrates and severe pain noted. Treatment consisted of vigamox, erythomycin and accular. At the next day follow up visit, eye had worsened. Referral to specialist made. Request has been made for additional information, however, no further information has been provided.